Event description:
Customer reported device = hi. Within 24 minutes, device = 138 mg/dl. Another 24 minutes, device = 109 mg/dl. A lab = 16 mg/dl, fifty minutes later and another lab = 18 mg/dl, seventeen minutes afterwards. Customer gave patient d5 and d50 due to lab results. Patient was discharged from hospital to nursing home. Controls were in range. A request was made for return product. However replacement was declined.